Manufacturer narrative:
The actual device was examined under magnification. The fracture sight showed no observable defects. The fracture occurred at the thinnest area of the material and could have been caused by over-stressing of the jaws. We do not know how many times the device has been re-sterilized and re-used. This device is part of recall. We have checked on end user notifications. This facility was notified of the recall and returned recalled devices to conmed. Corrective action taken due to the recall was to heat treat the steel jaws. This increased the ductility of the steel. This treatment allows the jaws to bend when overstressed prior to breaking. Since the corrective actions have been implemented, no jaw fractures have been reported. We consider this investigation complete and the complaint closed.